Event description:
Customer reportedly obtained a result of hi on the aviva system while exhibiting symptoms. The paramedics were called and 25 minutes later, the customer tested 57 mg/dl on the paramedic's device. The customer was given glucogon and 5 minutes later, tested approximately 300 mg/dl on the paramedic's device. Requested return of suspect system and replacement was sent.